Event description:
The customer reported to olympus, symptom of damage: two black dots appeared in the field of vision while using the bronchofibervideoscope. Deterioration of the ultrasound image during endobronchial ultrasound (ebus) examination using the unchanged settings of the ultrasound machine, it was difficult to obtain an optimal ultrasound image (despite the correct adherence of the ultrasound head to the bronchial wall). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.